Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 27 mg/dl; cause was unknown. Customer was treated with intravenous fluids of dextrose to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer alleged that the pump software did not accurately adjust the amount of insulin delivered. Through troubleshooting tandem technical support determined the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.